Event description:
After an implantation period of approx. 34 months, oversensing was reported. The patient is being monitored. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the available data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The final acceptance tests proved the devices functions to be as specified. The available data have been analyzed. During inspection of the iegms the clinical observation was confirmed, noise was observed in the rv channel. Based on the noise signals, a lead damage cannot be excluded. The data showed no indication of an ICD malfunction. In particular no further noise signals were observed since the new lead has been implanted on (B)(6) 2022. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing. The analysis of the available data revealed no indication of an ICD malfunction. The integrity of the lead under complaint cannot be assured.